Event description:
It is reported that the head neck didn't lock to the stem neck, so the surgeon tried to seat another device, but it was in vain. Because the pt's condition was not good at that time, the surgeon implanted the first head neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.